Event description:
During the implant procedure, while tunneling using the inspire tunneler, a vessel was inadvertently nicked, resulting in bleeding. The surgeon made an additional incision to identify the bleeding source and achieved hemostasis with cautery and ligation. This resolved the issue.